Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. A strip lot number was not provided by the patient. Therefore, in-house testing on retains from the same lot and a review of manufacturing records could not be conducted. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Additionally, medications and conditions were identified that may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported three discrepant low inratio inr results as compared to a laboratory method: on (B)(6) 2016: variance between inratio inr result= 3.1 and laboratory inr result= 4.19; tests conducted one hour apart. On (B)(6) 2016: variance between inratio inr result= 2.5 and laboratory inr result= 4.0; tests conducted one hour apart on (B)(6) 2016: variance between inratio inr result= 2.2 and laboratory inr result= 3.44; tests conducted one hour apart. Therapeutic range: 3.0 - 4.0. The patient reported excessively milking the finger after fingerstick.